Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. Upon review of the electrogram, it was noted that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The patient did not receive therapy during the episode. Programming changes were made. The patient's condition post event was stable.